Event description:
ECG signal displayed inappropriate noise. All connections checked and catheter handle replaced with another handle. This did not resolve the issue. Finally the catheter was then exchanged for another brand-new catheter and this resolved the issue.